Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date of the device is not known. Upon inspection and testing, it was observed that there was peeling on the light guide lens cement. The evis image had many elements broken and cv noise. User complaint of bad ultrasound image was confirmed. Incidental observations were play of the control knobs. Dunk test was passed by the device and there no fluid observed anywhere. There were some minor scratches and the back cover of the scope connector was loose.

Event description:
As reported for this event, during an unknown procedure there was bad ultrasound image. There is no reported adverse impact or harm to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There was a crack in the distal end cover and peeling of the light guide cement which led to the dirt penetrating inside the lens. Root cause for this issue could not be conclusively determined, but the following factors, occurring from user handling, may have led to the cause: excessive impact or the like was applied to the distal end, resulting in a gap in the tip adhesion, from which dirt penetrated the inside of the lens, leading to the occurrence of a phenomenon. Though it was within the service life of the device, this part was deteriorated by the effect of the use environment, etc., and the gap was generated, and the dirt entered from the saw inside the lens, and the phenomenon was generated.